Manufacturer narrative:
H10: per additional information from the customer, the subject device was cleaned and disinfected prior to it being sent to olympus. The following were unable to be fully confirmed: 1) if the device was used on a patient without any delay after the procedure. 2) if all the reprocessing accessories were without an abnormality. 3) if manual cleaning was performed within an hour after the procedure. 4) if the device was appropriately rinsed before manual disinfection. 5) if all scope channels were connected with tubes when the scope was set up into the aer/ewd. 6) if the air/water channel was flushed with water and air by using the mh-948 or other equipment. 7) if there was any effect from other products/reprocessing accessories/aer/ewd involved in the event. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing caused by leakage occurring from the s-connector. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that during the repair process of the device, there was contamination evident in the air and water channel on the evis lucera elite colonovideoscope. This reported event occurred during maintenance. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that there was contamination evident in the air and water channel. Additional findings were as follows: the light cover glass was chipped, the light cover glass, the optical cover glass both have worn adhesive, the outlet pipe condition was missing, the distal end cap, the distal end, both has worn adhesive, the control body, aspiration house has colored ring worn, the scope connector has water leakage, water ingress, the image alignment, the insertion tube orientation, both are out of alignment, the biopsy channel, has leakage, the up/down, right/left angulation was not to specification, the angle has play, the electrical safety test was not to specification and the automated air leak test failed and was leaking. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.